Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus),"), device expulsion ("migration of the device (uterus)"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)") and crohn's disease ("gastrointestinal or digestive system conditions (worsening of my chron¿s disease)") in an adult female patient who had essure (ess205) (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, decreased appetite, bloating and partial obstruction of small intestine. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue,"). In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), hormone level abnormal ("hormonal changes,") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side)), surgery (a laparoscopic assisted partial vaginal hysterectomy due to complications from essure.) And surgery (ablation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, menorrhagia, pelvic pain, dysmenorrhoea and hormone level abnormal outcome was unknown and the genital haemorrhage, crohn's disease, vaginal haemorrhage, dyspareunia and fatigue had not resolved. The reporter considered crohn's disease, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 3 coils present on each side following procedure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus),/dr talked about removal due to uterus being cut open"), device expulsion ("migration of the device (uterus)/ migration of essure device : upper endometrial canal through the right uterine fornix,"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)") and crohn's disease ("gastrointestinal or digestive system conditions (worsening of my chron¿s disease)") in a 30-year-old female patient who had essure (ess205) (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included nausea, vomiting, decreased appetite, bloating, partial obstruction of small intestine and crohn's disease. Concomitant products included adalimumab (humira) since 2007, anilides, caffeine;paracetamol (excedrin aspirin free) since 2009, ethinylestradiol;levonorgestrel (lo/ovral) from (B)(6)2007 to (B)(6)2011, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6)2011, ibuprofen since 2010, paracetamol (tylenol) since 2010, progestogens and estrogens in combination, trazodone hydrochloride (desyrel) since 2011 and vitamins nos (multivitamins) since 2007. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("pelvic pain"), 1 year 11 months after insertion of essure (ess205). In (B)(6)2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue,"). In (B)(6)2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and crohn's disease (seriousness criterion medically significant). On (B)(6)2009, the patient experienced persistent depressive disorder ("psychological or psychiatric condition: dysthymic disorder"), migraine ("migraines") and headache ("headaches"). On 2-(B)(6)2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6)2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (one side) and partial vaginal hysterectomy due to complications from essure, salpingectomy,oophorectomy). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the uterine perforation, device expulsion, menorrhagia, hormone level abnormal, persistent depressive disorder, migraine, headache and abdominal pain outcome was unknown, the genital haemorrhage, pelvic pain, dysmenorrhoea and dyspareunia was resolving and the crohn's disease, vaginal haemorrhage and fatigue had not resolved. The reporter considered abdominal pain, crohn's disease, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, persistent depressive disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 3 coils present on each side following procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: plaintiff fact sheet was received. Events added from pfs- she did not undergo confirmation test. Events onset date, medical history, concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus),/dr talked about removal due to uterus being cut open"), device expulsion ("migration of the device (uterus)/ migration of essure device : upper endometrial canal through the right uterine fornix,"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)") and crohn's disease ("gastrointestinal or digestive system conditions (worsening of my chron¿s disease)") in a 31-year-old female patient who had essure (ess205) (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, decreased appetite, bloating and partial obstruction of small intestine. Concomitant products included adalimumab (humira), eugynon (lo/ovral), ibuprofen, multivitamins, para-seltzer (excedrin aspirin free), solpadeine (tylenol 1) and vicodin. On (B)(6) 2007, the patient had essure (ess205) inserted. In january 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue,"). In january 2009, the patient experienced persistent depressive disorder ("dysthymic disorder"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, 1 year 11 months after insertion of essure (ess205), the patient experienced pelvic pain ("pelvic pain"). In february 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In january 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes,") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side)), surgery (partial vaginal hysterectomy due to complications from essure, salpingectomy,oophorectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, menorrhagia, hormone level abnormal, persistent depressive disorder, migraine, headache and abdominal pain outcome was unknown, the genital haemorrhage, pelvic pain, dysmenorrhoea and dyspareunia was resolving and the crohn's disease, vaginal haemorrhage and fatigue had not resolved. The reporter considered abdominal pain, crohn's disease, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, persistent depressive disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 3 coils present on each side following procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet received. Events added: dysthymic disorder, migraines, headaches, abdominal pain.event dr talked about removal due to uterus being cut open clubbed with event uterine perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),/dr talked about removal due to uterus being cut open'), device expulsion ('migration of the device (uterus)/ migration of essure device : upper endometrial canal through the right uterine fornix,'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general)') and crohn's disease ('gastrointestinal or digestive system conditions (worsening of my chron¿s disease)') in a 30-year-old female patient who had essure (ess205) (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included nausea, vomiting, decreased appetite, bloating, partial obstruction of small intestine and crohn's disease. Concomitant products included adalimumab (humira) since 2007, anilides, caffeine;paracetamol (excedrin aspirin free) since 2009, ethinylestradiol;levonorgestrel (lo/ovral) from (B)(6) 2007 to (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2011, ibuprofen since 2010, paracetamol (tylenol) since 2010, progestogens and estrogens in combination, trazodone hydrochloride (desyrel) since 2011 and vitamins nos (multivitamins) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), 1 year 11 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue,"). In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and crohn's disease (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced persistent depressive disorder ("psychological or psychiatric condition: dysthymic disorder"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (one side) and partial vaginal hysterectomy due to complications from essure, salpingectomy,oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, hormone level abnormal, persistent depressive disorder, migraine, headache, abdominal pain and psychological trauma outcome was unknown, the device expulsion, menorrhagia, genital haemorrhage, pelvic pain and vaginal haemorrhage had resolved, the crohn's disease and fatigue had not resolved and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, crohn's disease, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, persistent depressive disorder, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 3 coils present on each side following procedure. Patient received treatment for: pelvic pain, genital bleeding and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet: received- new event psych injury was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),/dr talked about removal due to uterus being cut open'), device expulsion ('migration of the device (uterus)/ migration of essure device : upper endometrial canal through the right uterine fornix,'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general)') and crohn's disease ('gastrointestinal or digestive system conditions (worsening of my chron¿s disease)') in a 30-year-old female patient who had essure (ess205) (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included nausea, vomiting, decreased appetite, bloating, partial obstruction of small intestine and crohn's disease. Concomitant products included adalimumab (humira) since 2007, anilides, caffeine;paracetamol (excedrin aspirin free) since 2009, ethinylestradiol;levonorgestrel (lo/ovral) from (B)(6) 2007 to (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin) since may 2011, ibuprofen since 2010, paracetamol (tylenol) since 2010, progestogens and estrogens in combination, trazodone hydrochloride (desyrel) since 2011 and vitamins nos (multivitamins) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), 1 year 11 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue,"). In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and crohn's disease (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced persistent depressive disorder ("psychological or psychiatric condition: dysthymic disorder"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (one side) and partial vaginal hysterectomy due to complications from essure, salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, hormone level abnormal, persistent depressive disorder, migraine, headache and abdominal pain outcome was unknown, the device expulsion, menorrhagia, genital haemorrhage, pelvic pain and vaginal haemorrhage had resolved, the crohn's disease and fatigue had not resolved and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, crohn's disease, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, persistent depressive disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 3 coils present on each side following procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Events outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (a laparoscopic assisted partial vaginal hysterectomy due to complications from essure.). At the time of the report, the device dislocation, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device (uterus)"), uterine perforation ("perforation (uterus),"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no: 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, decreased appetite, bloating and partial obstruction of small intestine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hormone level abnormal ("hormonal changes,"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), fatigue ("fatigue,") and crohn's disease ("gastrointestinal or digestive system conditions (worsening of my chron¿s disease)". The patient was treated with surgery (a laparoscopic assisted partial vaginal hysterectomy due to complications from essure.), surgery (hysterectomy (full), salpingectomy (one side)) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, uterine perforation, pelvic pain, menorrhagia, dysmenorrhoea and hormone level abnormal outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia, fatigue and crohn's disease had not resolved. The reporter considered crohn's disease, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 3 coils present on each side following procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: vaginal haemorrhage, genital haemorrhage, dyspareunia, fatigue, crohn's disease, hormone level abnormal, uterine perforation were added. Reporter, patient demographic information updated. Previously reported event ¿device dislocation¿ updated to ¿device expulsion¿. Product stop date, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.